Manufacturer narrative:
Product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3998, lot# v012238, implanted: 2007 (B)(6); product type lead product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708240, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37752, serial# (B)(4), implanted: 2007 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID 3998, lot# v012238, implanted: (B)(6) 2007, product type: lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. Product ID 3998, lot# j0555274v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding the device or therapy and had not sought further help.

Event description:
The patient¿s machine was not working. He used to get residual pain when turning stimulation off and now he feels it with stimulation on. He feels like an electrical current and he needs to keep stimulation lower than previously. This change occurred a few months ago and there have been no events, falls or traumas. He was dissatisfied with his health care professional (hcp) and did not want to involve his doctor with this event. Additional information has been requested.